Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: is it the first time that dr. Uses the products? ¿no, the device and / or mechanism of the gst 45 and 60 is the same, so the dr. Has extensive experience in the use of the device and its mechanism of action; but it was the first time that the dr. Used gst 45¿. Did dr. Receive training and / or training prior to the use of the products involved in this incident? The doctor had training, prior to surgery. Why does the surgeon believe that the post-op complications were related to the issues experienced with the device? He says that the only thing that he used differently or that he did to other surgeries was the use of our product echelon 45 and that in his career he had never had such a complicated patient.¿ describe in detail the "complication and critical state" of the patient that led to reoperation. ¿shock status¿ did the patient experience any complications during the re-operate? ¿no, it was done in a normal way¿ did the patient present any complications after the re-operate? ¿he only reported more pain than previous surgery.¿ what is the current state of the patient? ¿in recovery.¿

Event description:
It was reported that on (B)(6), doctors used an echelon 45 stapler with blue and white reloads. The procedure the procedure was performed normally and regularly, but yesterday, (B)(6) at 8:00 pm doctor told me that the patient suffered a complication and was in a critical condition, and had to re-operate 4 days later, on (B)(6), to perform an open exploratory laparotomy with resection and intestinal anastomosis, which led to an additional hospitalization of 10 days. They report that this complication was caused by the echelon 45 and its white reload."